Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited spikes in its pacing impedance measurements to unknown values. All other rv values were stable and within range. The rv lead remains in service and no adverse patient effects were reported.